Event description:
"Oil leaks out due to autoclaving" is the reported reason for repair. On follow up with the hospital, reporter said that just after the craniotomy began the surgeon noticed oil on his glove. He removed the motor from the sterile field and used a back up motor to complete the case. There was no oil in the surgical site, only on the doctor's glove. No irrigation or intervention was needed and the surgery was not extended as a result of the reported malfunction. After the surgery was finished, they looked at the motor and it was noticed that the safety seal was very dirty, and very oily. When asked if the safety seal was changed for each surgery, it was reported that they did not think it was changed. They have had trouble with the hose being oily after autoclaving before this incident. They called into technical support and oil drip rate was adjusted to remedy this problem. Since the hose was so oily, they decided to send in the unit for repair.